Manufacturer narrative:
The aquabeam console was returned for investigation of the reported event. Visual inspection observed to have no physical damages or anomalies. Functional testing confirmed the reported event. Additional analysis observed a layer of oil and debris particulates on the encoder lens and sensor which would potentially cause the reported event of e02/e03 errors. A review of the device history record (DHR) (B)(4) / serial number (B)(6) and aquabeam console / lot number 22c01993 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl (ce), english was reviewed. Table 5 system detected errors and faults: e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error release foot pedal and click x. If error persists, turn off and turn on console. The root cause of the reported event has been determined to be due to manufacturing-related issues associated with a third-party supplier. The reported event is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure the aquabeam robotic system generated "e02 - console error" and "e03 -console error" messages, which were unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event. (Minor spelling).